Event description:
It was reported that the pulse generator exhibited atrial undersensing and mode switch anomaly. Ablation procedure was performed to treat atrial flutter and undersensing was resolved. The patient was doing well after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).